Manufacturer narrative:
E1: initial reporter address: (B)(6). The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed the presence of air bubbles in the access pre pump and pbp post pump lines. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "large number of air bubbles" were observed in the lines of three (3) different prismaflex m150 sets during continuous renal replacement therapy. The treatment was ended and the blood was not returned to the patient. The sets were replaced to continue treatment. A total of three (3) incidents occurred on one (1) patient. There was not report of medical intervention associated with this event. No additional information is available.